Event description:
It was reported that on (B)(6) 2012, the patient presented with a non-st elevation myocardial infarction. The target lesions were in the left main truck (lmt) to proximal left anterior descending (lad) and mid lad. After pre-dilatation was performed, a 2.5x18mm non-abbott drug-eluting stent (des) and a 3.5x18mm non-abbott des were deployed in the lmt to proximal lad. A xience v or promus stent was deployed in the mid lad. Post-dilatation and intravascular ultrasound (ivus) were performed, and the procedure was completed without issue. On (B)(6) 2012, the patient visited the hospital for follow-up, and no issues were identified. On (B)(6) 2012, the patient expired. It is unknown if an autopsy was performed, and the cause of death is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. It was reported non-abbott des stents were implanted in the same vessel as an abbott des. It should be noted that the xience v everolimus eluting coronary stent system IFU states: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. (Effects of multiple stenting using these stents combined with other drug-eluting stents are also unknown.) Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.